Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to verify the reported issue. The fse performed the battery maintenance test and replacement of correct software in the unit. The fse replaced the datasettes to addresse the issue. The iabp unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance required alarm, while the customer was performing service checks on the unit. There was no patient involvement, thus no adverse event was reported.